Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately seven (7) years post implantation due to multiple dislocations. During the revision, the following observations were noted: ruptured fascia layer, capsule and short external rotators deficient, instability, poor tissue tension, and proximal femur fracture while removing stem. The stem, head and polyethylene liner were exchanged, and cerclage wire placed on femur. The shell remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h2, h3, h6, h10. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: -during the revision noted ruptured fascia layer, capsule and short external rotators deficient, instability, poor tissue tension, and proximal femur fracture while removing stem. -the stem, head and polyethylene liner were exchanged, and cerclage wire placed on femur. -ruptured fascia layer with remnants found anteriorly and posteriorly. Capsule and short external rotators deficient posterior which is consistent with previous surgery and instability -proximal femur fragmented with disimpacting the stem. Cerclage cables distally to prevent any propagation of a fracture and around osteotomy site for preparation of the stem. -review of the available records identified anatomic alignment of the right hip arthroplasty. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.